Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd ms3 pump exhibited an unspecified failure. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Functional and visual testing was performed. The customer's stated problem was verified. During power up and testing, the device found the keypad not working properly due to the inability to get to pup mode to perform functional tests. The device was opened for testing with a good keypad which is part of the front housing. Further investigation found that the front housing was defective due to keypad not functioning properly and the cause of the issue. Therefore, the front housing will be replaced.